Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead triggered alerts due to high out-of-range shock impedance measurements. It was noted that shock impedance trends showed measurements varying from 110+ ohms to 120+ ohms. This ICD and rv lead remain in service and will continue to be monitored. No adverse patient effects were reported.